Manufacturer narrative:
4310 - intuitive surgical, inc. (Isi) received the high resolution stereo viewer (hrsv) involved with this complaint and completed the device evaluation. Failure analysis investigation could not confirm the reported issue. No trouble was found.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced the high resolution stereo viewer (hrsv) to resolve the issue. The system was tested and verified as ready for use. The replaced component has been returned to isi for evaluation; however, failure analysis investigations have not been completed. Once failure analysis investigations have been completed, a follow-up MDR will be submitted. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. No further review is required as the logs were reviewed/analyzed as part of the isi tse and/or isi fse's investigation. Advanced technical review is not required ¿ adequate information has been obtained to investigate the complaint. No further advanced technical review escalations required. This complaint is being reported because system unavailability after the start of a surgical procedure (first port incision) contributed to the procedure being converted. Although there was no patient injury reported, if this issue were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted radical cystectomy procedure, the customer found that the right eye was black during system startup. The customer tried to reseat and clean the blue fiber cable (bfc) and perform a power cycle, but the issue was not resolved. The system was not ready for use. The procedure was converted to laparoscopy with no reported injury. Intuitive surgical, inc. (Isi) obtained the following additional information about the complaint: the system was inspected prior to use. No problem was observed during inspection. The issue occurred 10 minutes after the surgeon sat at the console. It was impossible to operate with one eye. Surgeon tried to troubleshoot with the help of clinical sales representative (csr) and technical support but was not able to make it work. Additionally, the system was unable to be switched to 2d vision. There was no patient harm or injury and procedure delay did not occur during a critical step of the procedure. The procedure was converted to coelioscopy because the surgeon could not operate with one eye. The patient was reportedly doing well.